Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. Additional information: d10, h4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary : it was reported foreign matter biological. One open sample of product code m88725, lot peh892 was received for analysis. The product code is multi-strand and required four strands double armed per packet. During visual inspection of unused sample, the folder was open and contains four strands double armed. The swage and attachment area of needles were noted to be as expected. The sutures were examined and no damaged or foreign matter were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, no packaging foreign matter biological was found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular surgery on (B)(6) 2019 and suture was used. A foreign substance like a hair was found in the package when the package was opened. There were no adverse consequences to the patient. No additional information was provided.